Event description:
It was reported that the patient does not like the place where the implantable pacemaker is implanted and experienced pain and discomfort. Additionally, the patient can see the bump where the device is located. This device remains in service. No adverse patient effects were reported.